Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and noted burning sensation during charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.